Event description:
It was reported that in 2003 patient had a t3 revision stem implanted. In 2006, the stem broke at the proximal body/taper junction, and one monthe later,the broken proximal body was surgically removed.

Manufacturer narrative:
The device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.